Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (adjust or check belt messages, abnormal shutdowns flags) was confirmed. Upon investigation resistor r45 was open and pins 1 and 2 on transistor q701 were shorted on the c/a board. The cause for the open r45 resistor and shorted q701 was broken leads on high-voltage capacitors c19, c21 and c22 on the defibrillator board. The root cause for the broken leads on c19, c21 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement (B)(4)) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken capacitor leads. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report check belt messages. Upon reviewing the pt's flag files it was discovered the monitor was experiencing abnormal shutdowns. Zoll customer support provided the pt with a replacement monitor.